Manufacturer narrative:
Medical device problem code - (B)(4): off-label use (acd < 3.0mm) (under 21yrs of age at date of implant). (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -9.0/0.5/083 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The patient experienced low vaulting; and lens opacity (asc) that was observed on (B)(6) 2022. On (B)(6) 2022 the lens was explanted. On (B)(6) 2022 a replacement lens of a different model and length was implanted and the problem was resolved. The cause of the event was reported as unknown.